Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to dislodgement. No adverse patient events were reported.

Manufacturer narrative:
Correction. This lead was capped, not explanted, due to high thresholds and intermittent sensing, in addition to dislodgement. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.